Event description:
It was reported that on 07 november 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. During the procedure a temporary pacing was provided due to heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp (ncc) implant depth was 3mm. After the procedure, when the temporary pacing was removed the heart block did not resolve. On (B)(6) 2023, patient received a permanent pacemaker. The patient required a prolonged hospital stay for monitoring of rhythm.

Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during the procedure a temporary pacing was provided due to heart block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp (ncc) implant depth was 3mm. After the procedure, when the temporary pacing was removed the heart block did not resolve. Later on, the patient received a permanent pacemaker. Based on the available information, a cause for the reported incident could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.na